Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was using a hawk one-h1-m device with a non-medtronic 6fr sheath and a non-medtronic guide wire. During the treatment of a moderately calcified stenotic chronic total occlusion (cto lesion in the patient¿s right mid superficial femoral artery (sfa), a procedural stroke cineradiography image was made available. The vessel is reported to be moderately tortuous and moderately calcification. IFU was followed and the device was prepped without issue. The vessel was pre and post-dilated. During procedure, physician made multiple passes with the hawk, then removed for cleaning and re advanced device with multiple passes. During an attempted removal, resistance was felt at aortic bifurcation. The sheath and hawk were re positioned, hawk was pulled for removal and tip detached within sheath, the device was successfully removed. Sheath removed over existing wire with detached tip. A new sheath placed, and procedure continued using non-medtronic pta, des deployed and post dilated. Physician cut the sheath to remove the detached tip. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone was returned connected to a cutter driver. The hawkone and sheath were inspected. The sheath showed dried blood throughout the exterior of the device. The distal outer rim was showed signs the distal end was cut. The rim of the sheath was oval shaped, and the edge of the rim was at a coiled segment of the sheath and not the tip. The distal segment of the hawkone distal assembly which fractured off from the rest of the device was approximately 6cm long. The fracture of the platinum iridium coil was identified approximately 0.7cm from the proximal edge of the tecothane. The holes from the anchor pockets remained on the tecothane proximal end and the edges were rounded. With the distal housing under direct lighting, the fracture occurred proximal to the area of the housing where the platinum iridium and stainless steel connect/bond. The other segment of the hawkone showed the cuter advance with the drive shaft exposed approximately 2.4 cm distal the cutter window. The cutter head was inspected and found no anomalies. The coiled housing was stretched out distally approximately 1.5cm. Fractures between coils of the housing were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: the customer provided two cine images of the right mid superficial femoral artery (sfa). An implanted stent was observed within one of the visualized vessels. A hawkone device was not identified in either image. It is unknown if the provided cine photo(s) where images before or after the reported treatment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the hinge pins detached within the tip and were not visualised angiographically post removal. Device safely removed. No fragments remained in patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.